Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal end. Components adjacent to this broken main tube did not show damage. No damage found on internal components. Additional observation found unrelated to the reported complaint included: after the visual inspection, the instrument was found to have a frayed grip cable at the distal end on the yaw pulley. Some bundles/filaments of the cable were frayed but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the fenestrated bipolar forceps instrument got stuck in a bent position and the cable was frayed. The tip broke off the shaft trying to remove it from the cannula. The procedure was completed with no reported injury.